Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room due to high blood glucose on (B)(6) 2018 at 5:00pm with blood glucose was 356 mg/dl. The current blood glucose is 256 mg/dl. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.